Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller for the right ventricular assist device (rvad) had a fault. The patient reported seeing the fault on the lcd screen last night when checking ventricular assist device (vad) parameters. The patient changed the controller at home, which was not advised. There was no physical damage to the controller and no fall. The patient was currently well. The log file review of the rvad captured multiple low flow events. These occur at times when pi is elevated. There were also multiple controller clock invalid alarms that resolved after the controller date and time were updated in clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: screen issues on the controller the reported event of a controller fault active was not confirmed. The heartmate 3 system controller (serial number (B)(6) ) was returned for analysis and a log file was downloaded. The downloaded log file from the returned system controller contained data spanning approximately 2 days ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). There were no notable atypical alarms active in the log file that would indicate an issue with the system controller. Additionally, the controller was functionally tested and passed without issue. The controller was then able to operate on a mock loop for an extended period of time and operate a test pump with no issues or alarms observed. The reported event was unable to be confirmed or reproduced during testing. The controller operated with no alarms active throughout testing. The root cause of the reported event was not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial # (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The system controller (serial #(B)(6) ) was shipped from abbott on 03jan2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.